Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted within the body and was retracted into the sheath to be corrected outside the body. When it was removed, a kink was found near the ninth electrode of the array. Afterwards, the catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 00763000920784 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection of the array, it was noted to be inverted and had a kinked pebax tube. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed functional testing with the generator; therapy deliveries were completed with no system errors generated; no performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions; no anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guide wire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported issues were confirmed during analysis. The catheter failed the returned product inspection due an an inverted array and kinked pebax tubing on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.